Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with one reload present. The reloads were received void of staples and in the locked position. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as the device performed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a wedge resection/lung biopsy procedure, per the surgeon, the device was fired on the lung and the staples on the distal half of the cartridge did not deploy. The surgeon felt as though the blade made it to the distal tip of the cartridge but the staples did not fire. The surgeon used a clamp to stop the bleed and completed the case using another device of the same product code. There were no patient consequences.